Manufacturer narrative:
Device passed the displacement test, rewind, a21 alarm, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was treated with manual injection. Customer declined troubleshooting for high blood glucose level. Customer stated that the insulin pump had multiple motor error alarms during basal and also insulin pump had unexpected restart. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.